Manufacturer narrative:
Additional information : the device was manufactured between june 26, 2017 - june 27, 2017. Unopened sample was received for evaluation. A visual inspection was performed which revealed a black foreign matter in the upper right side of the sample. Additional magnified inspection noted a black spot approximately 2.00 square millimeters in the upper right side in front of the bag which "appeared embedded like ink". No particle was observed inside the empty bag. The cause of the issue was due to a third party manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information : lot # the affected lot # is 60070834 previously reported as 60066253. Should additional relevant information become available, supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate was observed inside a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.